Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic enterocele repair, cystoscopy and total laparoscopic vaginal hysterectomy due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge, infection, vaginal dryness and urinary frequency.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to leiomyoma uteri, dysfunctional uterine bleeding, chronic pelvic pain, uterovaginal prolapse, enterocele. No additional information was provided.